Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that on (B)(6) 2011 the patient underwent a lap band procedure and at the same time an inferior vena cava filter was implanted. The greenfield filter was advanced, and the tip of the filter was placed between the second and third lumbar vertebrae. The filter was deployed and properly. The patient tolerated the procedure well. In 2017 the patient underwent imaging and revealed that the greenfield was tilted at 24 degrees.